Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) continued to experience urinary leakage after device activation. The clinical nurse specialist noted that the pump appeared to be functioning and filling properly, although it was positioned slightly high in the scrotum. No troubleshooting steps had been taken at that time. Upon follow-up, it was confirmed that the device was functioning as intended after it was cycled a few times, and the patient was continent. There were no further patient complications reported.